Manufacturer narrative:
Device examination by aga medical's product evaluation technician found no abnormalities. Investigation verified the device met dimensional specifications. Review of the reports and images by aga medical's senior research and development scientist resulted in the following findings: the pt was diagnosed with secundum asd and subsequently underwent transcatheter asd closure in 2007. A 22mm aso was chosen to repair the asd. The configuration and orientation of the device were unremarkable on most views of echocardiograms following the device deployment. However, the ra retention disk on angiogram seemed to be slightly deformed with uneven distance between two disks around the device. On tee 4-chamber view, the inferior part of the ra retention disk protrudes into the left atria, which indicates misplacement of the aso device. The pt developed tachycardia next day of the procedure. It was found that the implanted device dislodged into the left atria sitting on top of the mitral valve causing inflow obstruction. The pt was immediately brought back to cath lab for device retrieval and a second device placement. A larger diameter (24-mm) aso device was placed to successfully repair the asd. Three days after the re-implant, the asd was completely occluded on echocardiogram. Based on the peri-procedural angiograms and echocardiograms, device embolization resulted from misplacement of the device. Embolized devices must be removed (asd IFU, warnings, section 4.4). Device embolization with percutaneous removal is a known minor adverse event reported in the clinical study (asd IFU, adverse events, section 6.3.1).

Event description:
A 22mm aso implanted in secundum asd in 5 yr old girl; the device was found in left atrium partially occluding mitral orifice next day. Second catheterization performed with retrieval of device and a 24mm device deployed. Pt developed thrombocytopenia that resolved spontaneously. Fever 48 hrs after second catheterization probably due to viral uri (negative cultures). Embolization due to failure to recognize part of ra disc in la on release.